Manufacturer narrative:
Event date: on an unspecified date 3 to 4 days prior to the reported date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described by the home patient (hp) as "one of their cassettes leaked a very little amount from somewhere on the patient line prior to connection¿. The hp was not able to determine the exact location of the leak. This occurred during automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.